Manufacturer narrative:
The investigation determined that discordant, (B)(6) results were obtained from six patient samples using vitros (B)(6) reagent on a vitros 3600 immunodiagnostic system, when compared to (B)(6) results obtained upon repeat testing on the same analyzer. The assignable cause for the event could not be determined with the information available, however the possibility that an unexpected vitros (B)(6) reagent performance issue or a sample handling issue could not be ruled out. There has been no evaluation of vitros 3600 system performance and therefore, an instrument issue cannot be ruled out as a contributing factor. The investigation is ongoing.

Manufacturer narrative:
This event was conservatively classified as a reportable event as minimal information was provided and no definitive conclusions could be made. However, additional investigation details were provided and it is concluded that this is no longer a reportable event. The investigation has determined that the initial (B)(6) results obtained from the vitros 3600 system for the 6 patient samples are the expected (B)(6) results.

Event description:
(B)(4).this report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved

Event description:
The customer obtained discordant, (B)(6) results from six patient samples using vitros (B)(6)reagent on a vitros 3600 immunodiagnostic system, when compared to (B)(6) results obtained upon repeat testing on the same analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The discordant (B)(6)vitros (B)(6) results for patients 1-5 were not reported outside of the laboratory. It is not known what (B)(6) result was reported out of the laboratory for patient 6. Ocd has not been made aware of any allegation of patient harm as a result of these events. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).